Manufacturer narrative:
Nakajima a, kubo t, nakai y, shibata e, abe o. A case of intermittent CT imaging for up to 2 hours following asymptomatic air emboli due to a CT-guided lung biopsy. Radiol case rep. 2024 jan 13;19(4):1239-1242. Doi: 10.1016/j.radcr.2023.11.071. Pmid: 38292794; pmcid: pmc10825543. H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the adverse event without identified device or use problem could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "radiology case reports" titled, "a case of intermittent CT imaging for up to 2 hours following asymptomatic air emboli due to a CT-guided lung biopsy", a male patient in his 60s underwent lung biopsy. The routine post-procedural whole-chest CT scan immediately after the biopsy revealed a small amount of air in the right coronary artery and at the apex of the ascending aorta, which was diagnosed as air emboli. The air at the top of the ascending aorta gradually decreased in the CT images and eventually disappeared in the chest CT conducted 2 hours after the biopsy. No intracranial air emboli or new strokes were observed on the head CT scan. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Nakajima a, kubo t, nakai y, shibata e, abe o. A case of intermittent CT imaging for up to 2 hours following asymptomatic air emboli due to a CT-guided lung biopsy. Radiol case rep. 2024 jan 13;19(4):1239-1242. Doi: 10.1016/j.radcr.2023.11.071. Pmid: 38292794; pmcid: pmc10825543. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "radiology case reports" titled, "a case of intermittent CT imaging for up to 2 hours following asymptomatic air emboli due to a CT-guided lung biopsy", a male patient in his 60s underwent lung biopsy. The routine post-procedural whole-chest CT scan immediately after the biopsy revealed a small amount of air in the right coronary artery and at the apex of the ascending aorta, which was diagnosed as air embolism. The current status of the patient is unknown.